Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, and cracked battery tube threads.

Event description:
Customer reported a hospitalization due to diabetic ketoacidosis and stated that she had a heart attack. The blood glucose reading was 718 mg/dl. Customer reported that she attempted to deliver a bolus but that she received a message that there was too much insulin on board. Customer treated with manual injection. Nothing further was reported.